Event description:
The pt was positioned supine with the head first and scanned with the sense nv coil in combination with the sense spine coil. The pt was under anesthesia and fully monitored with a third party monitoring device (B)(6). Immediately after the examination a large second degree burn was observed running lengthways down the abdominal wall at the location of the ECG cable.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.